Event description:
It was reported that the bd eclipse¿ needle's package had a 32mm and 1 mm needle. The following was received by the initial reporter: the needle in question comes with 2 sizes, the first of which is 2mm as described on the package, but the physical shows 32mm and 1mm.

Manufacturer narrative:
H.6. Investigation summary: photo received by our quality team for investigation. Through visual inspection, three needles are observed inside the packaging, no defects or issues observed. Unable to verify the mixed needle incident based on images. Physical samples are required to further analyze. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that the bd eclipse¿ needle's package had a 32mm and 1 mm needle. The following was received by the initial reporter: the needle in question comes with 2 sizes, the first of which is 2mm as described on the package, but the physical shows 32mm and 1mm.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.